Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post-operatively to a cryo ablation procedure, the patient labs showed hyponatremia, hypokalemia, hypocalcemia, and a slightly elevated white blood cell (wbc) count. An electrolyte supplement was administered intravenously to the patient to treat the hypokalemia. Despite the patient being in sinus rhythm, the patient was cardioverted the following day. The patient was also hospitalized overnight. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that thirteen days post-operatively, the patient experienced atrial flutter. The atrial flutter was observed via an electrocardiogram (ECG). The patient was treated with an electrical cardioversion and hospitalized overnight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.